Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. On the basis of the evaluation of the returned device, the reported deployment failure could not be confirmed. During the performed function test, the system could be successfully flushed, the safety slider could be activated and the stent could be deployed without issue. For this reason, the reported event could not be reproduced. Potential contributing factors to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. The reported event may be related to a difficult vessel anatomy as highly tortuous or calcified vessels may lead to increased friction and subsequent release force increase. In this case, no information regarding the patient's condition, the procedure and accessories used was provided. The event also may be use-related as rough handling of the device can lead to deformation and subsequent friction increase. On the basis of the information available, a definite root cause for the reported event could not be determined. The IFU states: "examine the stent system for any damage. If it is suspected that the sterility or performance of the stent system has been compromised, the device must not be used." And "do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit." Also the IFU states: "unlock the safety lock slider by pulling it back towards the trigger from the locked position into the unlocked position. Ensure that the red safety lock slider is completely pulled back and the proximal end of the red lock lines up with the printed line on the handgrip."

Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide any further patient or procedural details.

Event description:
It was reported that the vascular stent could not be deployed. There was no reported patient injury.